Event description:
It was reported that the pt was explanted of the device because he was suffering from acute suppurative otitis media which could not be cured by medicine.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.